Manufacturer narrative:
(B)(4). Concomitant medical products: 00877004004, metasul hd 40 12/14 szxl/+7 l/+7, 2556889, 00877001240, metasul taper liner kk/40, 2556811, 00771100520, femoral stem, 61766069, 00625006540, bone scr 6.5x40 self-tap, 61836056, 00625006540, bone scr 6.5x40 self-tap, 61667866. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported patient underwent left hip revision approximately five years post-implantation due to groin pain, iliopsoas tendonitis, and elevated metal ion levels. The cup and head had to be revised. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This event will be reported on 0001822565-2017-08027. The initial report submitted should be voided, as this was found to be a duplicate report.